Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted due to patient experiencing elevated iop due to vault. The icl was exchanged for a shorter lens.

Manufacturer narrative:
Surgical procedure. Intraocular pressure rise, (iopr). Lens, vaulting, excessive. Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions : no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop. The icl was going to be exchanged with a shorter lens which should resolve the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions: based on the complaint history, work order search and the medical review, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).